Manufacturer narrative:
Continuation of d10: product ID 37761 serial# unknown product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: unknown. H3 device evaluation: analysis of the 37761 desktop charger found that the device was scrapped due to a defective recharger to adapter cable with a broken power supply connector and inside cables exposed; the cable was cut/broken and fraying. G2. Foreign: canada. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The device was returned with no known issues; however, an in-house failure was found.